Event description:
Customer reported that the pump's battery would not charge, even after several attempts using different wall outlets and a different wall adapter and charging cable. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to let the pump¿s battery fully deplete and confirmed a replacement pump shipment, with the customer utilizing multiple daily injections as a backup insulin therapy.